Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, 225 ventricular sensing integrity counts (sic); high rate-ns episodes with evidence of lead noise oversensing. On (B)(6) 2015, rv pacing impedance spiked to 1197 ohms up from a trend in the 600-700 ohm range. Impedances continue to be high and variable. Rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter (sic) greater than or equal to 30 in 3 days and rv lead impedance variation in last 60 days. (B)(4).

Event description:
It was reported that the patient's lead had a lead integrity alert for high impedance and sensing integrity counter (sic). Additionally, when the patient moved their arm interference was seen. The lead was replaced. No patient complications have been reported as a result of this event.